Event description:
Customer's father reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 450 to 500 mg/dl. Customer was vomiting and dehydrated. Hospital treated with IV fluid and released. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.